Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were up to getting up 17 times to use the bathroom. Patient stated they did not have communicator charged at appt., so patient stated the manufacture representative called patient that day to readjust programs. Patient clarified they changed from program 1 to program 3 and stated that night they were able to sleep 5 hours "for the first time in forever". Patient reported then starting thursday their elimination ofurine was a slow trickle all day and all night. Patient stated they got up 3 times during thursday night. Patient also reported having burning. Patient stated slow trickle continued friday and reported by saturday patient got up 9 times and stated they were back at square one. Patient stated as soon as their feet hit the floor they "lose it", but stated they are still able to go some on commode. Patient also reported still feeling burning. The manufacture representative recommended patient call patient services to discuss making changes to therapy. Patient services walked patient through checking therapy status and reviewed therapy considerations/expectations. Patients therapy is at 2.6volts on program 3. Patient increased stim to 2.9votls and reported feeling stimulation as a vibration, pulsating sensation in upper buttock area closer to where ins is. Patient stated on program 1 initially they were feeling stim in bike seat area, but as they got use to it after 6 months they were no longer feeling stim. Patient stated on program 3 at 2.6v they were also feeling stimulation in upper buttock area near ins and told the manufacture representative this. Patient denied any recent trauma/falls. Patient stated they are not sure if hcp is aware of location where patient is feeling stimulation. Patient stated stimulation felt comfortable at 2.9volts and wanted to leave stimulation there. The circumstances that led to the reported issue were unknown. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.